Event description:
It was reported that the patient experienced phrenic stimulation during periodic lead impedance measurement. Device reprogramming was attempted to switch off the left ventricular (lv) lead impedance measurement, but the impedance would not switch off. A parameters box about the lead trend was open to allow changes in programming, but it displayed with question marks. Eventually, the lead monitoring was turned off and the periodic lead measurement was disabled. The device and lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 8042u implantable pulse generator. (B)(4).